Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e105 and error e107. The event occurred during setup - inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "error code e105" was confirmed and the failure "error code e107" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: led (light-emitting diode) light failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ¿error code e105,¿ occurs due to the led light failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.